Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is not infusing what it was programmed to give. The start infusion was 680 milliliters and after the end there were still 240 milliliters left in the bag. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels are undamaged, but the battery door was worn upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as no issue was found with the device delivery. The pump was tested and was found to be functioning properly and delivering within specification. Root cause of the reported issue is unknown as no problem was found. No actions were needed and none will be taken. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.